Manufacturer narrative:
Section a2 a3, a4 and a5: not applicable as there was no patient involvement. Device evaluation: a field service engineer (fse) visited site and replaced the monitor. System performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The risks and mitigations associated with the complaint issue are identified in existing risk or labeling documents and no new issues/risks were identified as part of this investigation. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there was a product malfunction as device failed to function as intended. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monitor of the laser was smoking and had to be turned off. The cases for the day were cancelled. No additional information was provided.